Event description:
Follow-up information indicated that the cause of the event was unknown. The physician had no interventions with the patient. If additional information becomes available, a follow-up report will be spent.

Event description:
It was reported that there were impedance readings of >10000 ohms. Open circuits were showing with electrodes 8, 9, 10, 12, 14 and 15. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported indicated that the patient was to receive an MRI. Impedance values were checked and some electrodes showed values of 10,000 ohms. The patient was unable to receive an MRI because of the impedance values. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 39565-30 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; extension model 3708140 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; extension model 3708140 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; programmer model 37743 serial# (B)(4).